Manufacturer narrative:
Product analysis :visual and optical examination of the instrument confirms tip fracture. Deformation noted opposite the area of crack propagation, consistent with overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent posterior lumbar inter-body fusion surgery at th12-iliac1 on (B)(6) 2016. During surgery, the tip of an in situ bender was broken. No patient complications were reported. No fragments of the instrument remained in the patient.